Event description:
It was reported that the core wire of the watchman delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it protruded into the left atrium when tugged, so a partial recapture was performed. The closure device was then redeployed, but it protruded again when tugged. Another partial recapture was performed, and the closure device was attempted to be deployed, but the ball could not be formed. The closure device was then fully recaptured and the wds was removed from the patient. It was noted that the core wire of the wds was kinked. A new wds was then used to successfully complete the procedure. There were patient complications that were reported to have occurred.